Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Visual inspection observed that the guidewire was broken and kinked at the middle of the device. The guidewire couldn't be removed from the burr. Dimensional inspection revealed that the overall length and outer diameter (od) of distal tip and of the proximal section of the device could not be measured due to the device condition (wire broken in the middle of the device). The od of middle of the device is within specification. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as: 2134265-2016-07325. It was reported that a rotawire detached and became stuck in the tip of the burr. The target lesion was located in the left circumflex (lcx). A 1.25mm rotalink¿ plus and a rotawire were selected to for treatment. During procedure, it was noticed that the rotawire came off and was stuck in the tip of the burr. The procedure was completed with another of the same 1.25mm rotalink¿ plus. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Event description:
Same case as: 2134265-2016-07325. It was reported that a rotawire detached and became stuck in the tip of the burr. The target lesion was located in the left circumflex (lcx). A 1.25mm rotalink plus and a rotawire were selected to for treatment. During procedure, it was noticed that the rotawire came off and was stuck in the tip of the burr. The procedure was completed with another of the same 1.25mm rotalink plus. No patient complications were reported and the patient's status is good.